Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)'), vaginal haemorrhage ('abnormal bleeding(vaginal)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) for asthma as well as ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2009, ibuprofen from (B)(6) 2009 to (B)(6) 2011, meloxicam, nsaids from (B)(6) 2009 to (B)(6) 2011, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2011, promethazine and tramadol. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2009, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, ablation, and hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010 , (B)(6) 2009. Patient received treatment for events ¿abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding(vaginal), mental anguish. And event- psych injury were updated event-depression. Reporter information, events onset date, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia') and vaginal haemorrhage ('abnormal bleeding(vaginal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids, hemorrhagic cyst, dermoid cyst, ovarian cyst nos, cervicitis and leg pain. Concomitant products included fluticasone propionate; salmeterol xinafoate (advair) for asthma as well as ethinylestradiol; norgestimate (ortho tri-cyclen) from on (B)(6) 2009, ibuprofen from on (B)(6) 2009 to on (B)(6) 2011, meloxicam, nsaids from on (B)(6) 2009 to on (B)(6) 2011, paracetamol (acetaminophen) from on (B)(6) 2009 to on (B)(6) 2011, promethazine and tramadol. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping"). On (B)(6) 2009, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, ablation, and hysterectomy (full)). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, dysmenorrhoea and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2010, on (B)(6) 2009. Patient received treatment for events: abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), gen. Abnormal bleed, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received. Event outcome updated for: vaginal haemorrhage. Event clubbed: psychological or psychiatric problems condition: mental anguish/anxiety. Fu(4) and fu(5) processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010, (B)(6) 2009. Patient received treatment for events abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, psych injury were added. Outcome of pelvic pain updated to recovered / resolved. Patient information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.